Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Customer returned a total of 6 used 4mm, 32 gauge nano pro pen needles. The teardrop labels were not returned for lot identification. The pen needles were visually inspected prior to testing. 4 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 1 was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Initially, saline would not pass through the system. A rod was inserted into and pushed through the cannula of the pen needle. No obstruction was immediately observed. When reattached to a test pen, saline was pushed through the system and out the distal tip of the remaining pen needle. It is possible that insulin had crystallized in the cannula and was subsequently removed. In the event of another obstruction, it would not be expected to be easily removed. No issues were found with the remaining pen needle once the apparent insulin obstruction was removed. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd found that 4 pen needles had become bent and 1 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that needles clogged during priming while using bd nano¿ 2nd gen pen needles. This occurred 6 times, however, no patient impact reported. The following information was provided by the initial reporter: needle clog during priming, stated that there is no insulin flow.